Event description:
The customer reported that the device was powering up in the service mode.

Manufacturer narrative:
The customer reported that the device was powering up in the service mode. The unit was evaluated at philips and the symptom was verified. Replacing the control pca resolved the reported issue.